Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of emerge balloon catheter with no other devices. There was contrast and blood in the inflation lumen and balloon. Magnified inspection identified a pinhole and scratch in the balloon material at the markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or markerbands that could have contributed to the damage. No proximal weld damage was found. No damage was identified on the tip and shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 10jun2016. It was reported that crossing difficulties were encountered. The patient presented with coronary artery disease. The de novo target lesion was located in the left circumflex artery. After a 1.5mmx20mm maverick balloon catheter was advanced but failed to cross the lesion despite of several attempts were made, a 1.20mmx8mm emerge balloon catheter was advanced and still could not cross the lesion despite a lot of tries. Then a non-bsc balloon catheter was advanced and successfully crossed the lesion. Following a series of pre-dilation, a 2.25mmx20mm promus element plus stent was advanced to treat the lesion but it also failed to cross despite of several attempts were made. The physician then shifted the patient in ward due to heavy dye load. And the procedure was completed with another of the same device. The patient was then shifted back to the ward due to a heavy dye load. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a balloon pinhole.